Event description:
It was reported that, "the pt complained of anterior knee pain so the surgeon resurfaced the patella which was not done during the primary and replaced the insert."

Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical reports) was not made available. Should add'l info become available in the future, the eval summary will be submitted in a supplemental report.